Event description:
Boston scientific received info that this product was part of a system revision due to infection and erosion. It was thought that the hematoma which developed post implant contributed to the erosion. There were no add'l adverse effects reported. The product was explanted. The pt was sent home without a life vest and may not be re-implanted as his indications for therapy have improved.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.